Manufacturer narrative:
The hill-rom technician found the gear rack was broken and needed to be replaced. The instruction guide, 7en140105-06, states under care and maintenance; for safe and trouble free operation, a few routine procedures should be performed every day the lift is used. - check the integrity of the lifting motion and the base-width adjustment. As no serial number was provided for this lift, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this lift was unable to be completed. It is unknown if the facility performs preventative maintenance on their lifts . The technician replaced the gear rack to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the leg came out of the lower base. The lift was located at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).